Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97792, lot# n513208, implanted: (B)(6) 2015, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient was never able to get stimulation in his low back. The patient had a lead revision on (B)(6) 2015. The manufacturing representative was at the surgery and tried to program the device, but they couldn't get stimulation in the patient's low back. The patient was told this was because of swelling. The manufacturing representative tried to program the device at another time. The patient's implantable neurostimulator (ins) was not charged, so he was not able to use the patient programmer. The patient wanted the device removed. The patient wanted to move forward with a fusion, but an MRI was needed. After the implant surgery when the patient was coming out of anesthesia, they became very aggressive and had to be subdued. This caused the lead to move and it was pulled back into place at the (B)(6) revision. The patient needed stimulation in their back, but also had stimulation in their legs, which the patient didn't want. There was nothing wrong with the device, the patient just had unrealistic expectations. The manufacturing representative spoke with the patient and they noted they were seeing a new physician. The physician was going to remove the system and do a spine fusion. The health care professional (hcp) could never get the implantable neurostimulator (ins) to stimulate his lower back and it wasn't in the right place. The patient's stimulation never got to the lower back. The ins wasn't in the right place so they had to reposition it on (B)(6) 2015 and after they relocated it they couldn't get any stimulation to the back. The manufacturing representative told the patient that they could either have it repositioned again or have it taken out. It never worked and it was stimulating, but they couldn't get it to stimulate the lower back where they had all of their pain. The patient had a spinal fusion surgery and needed to have an MRI so the complete ins system was removed on (B)(6) 2015. The patient's medical history includes non-malignant pain and degenerative disc disease.